Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03046 and 2134265-2018-03047. It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 24mm watchman ® laa closure device & delivery system was used. The access system was appropriately seated in the laa. The closure device was deployed, but it was the wrong size, so it was fully recaptured and removed from the patient. There was difficulty recapturing the closure device and the device did move forward. A smaller size closure device (21mm) was used and was implanted successfully. Multiple sweeps for effusion were done throughout the procedure, including after deployment, recapture and release of the device. No effusion was noted during the procedure. The patient went to the recovery room post procedure and started to have chest pain. A transesophageal echocardiogram (tee) was performed and it showed a pericardial effusion with tamponade was present. The patient¿s blood pressure began to drop, so a pericardiocentesis was performed. The patient¿s blood pressure came back up again. The patient then complained of a headache, so a computed tomography (CT) scan was performed. It came back negative for a stroke. The patient remained stable in the recovery room with the drain in place to drain all of the blood from around their heart. They were discharged the following day without ongoing issues.